Manufacturer narrative:
The device was not returned. The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that the patient experienced increased pain at the ipg site due to the location of the pocket site being too close to the ribs. The device was removed and there have been no reports of further complications regarding this event.